Event description:
Olympus received a medwatch report stating that the tip of three electrodes broke off during a case. There was no pt harm reported. Olympus followed up with the user facility via phone and in writing in an effort to obtain additional info regarding the reported event with no results.

Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. Olympus will continue to work with the user facility to obtain more detailed info regarding this report, and if new info is received at a later time this report will be updated.